Event description:
It was reported that the ventricular lead exhibited noise and oversensing on high rate recorded electrograms in the unipolar configuration. Inhibition was noted on more than one episode. The patient would be monitored.